Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the accessory involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation noted the monopolar curved scissor (mcs) tip cover exhibited localized melting, which is indicative of arcing. The customer returned the mcs instrument that is believed to have been used in conjunction with the mcs tip cover; however, was not available at the time. Based on the information provided, this event is being reported due to the following conclusion: prior to starting a da vinci-assisted surgical procedure, it was alleged that the monopolar curved scissor (mcs) tip cover accessory was stuck on the mcs instrument. While there was no report of any patient harm, adverse outcome or injury, the thermal damage found is indicative of unintended arcing.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissor (mcs) instrument was found to be damaged. The mcs accessory tip cover was stuck onto the mcs instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed the issue was found prior to starting and no arching was observed since the instrument was not used. A remote fe log review noted the monopolar curved scissor (mcs) instrument was used on (B)(6) 2018 on (B)(6).